Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a leak from the red tubing that backwashes blood at pinch valve vl59. The red tubing in pathway vl59 is involved with the backwash of the aspiration pathway. The fse replaced the tubing. The system was verified with no further issues. Identification of failure modes: tubing in pathway vl59 was leaking. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous results are likely for all parameters, depending on the severity of the leak, due to carryover from insufficient rinsing/backwashing of the aspiration pathway. Product labeling: lh750 warning-precautions_ pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. Approximately 5 ml of clear fluid leaked from the center section of the instrument onto the counter while cycling controls. The operator was wearing personal protective equipment of gloves, lab coat, and eye protection at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.